Manufacturer narrative:
An internal and external inspection were performed on the source device. There were observations of fluid ingress in the front cover or rear case on the bottom edges. There was no contamination observed on the electronic components. Both iui¿s have corrosion on the common ground tabs at the mounting points. The female iui has some dried fluid remaining on the pins and corrosion on pin 15. The male iui has isolation rib damage. The pcu battery has a date code written on it of (B)(6) 2020. Log analysis results: results from a review of the pcu error log shows one malfunction on the reported event date of (B)(6) 2020 at 9:02:32 am. The error was for audio backup speaker failure (error code 133.6080.0). Test results: functional testing consisting of backup speaker testing performed on the source pcu found the device operating in specification. Test method information: n/a. Device history review: a review of the device history record showed the device had a manufacture date of 03/11/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure that correlated to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The probable cause of the customers experience of 133.6080 alarm was due to a depleted battery from not being plugged in for approximately a month. When the main battery depletes the super cap on the logic boards begins to slowly deplete as well. If the device is not plugged in for a sufficient period of time, prior to powering it on, the error 133.6080 will occur since the super cap is what supplies voltage to the backup speaker which is tested at power on. The customer¿s stated issue of pcu system error code: 133.6080 was confirmed through a review of the device logs. The log review found on (B)(6) 2020 the pcu was powered on and then alarmed for 133.6080. The pcu was powered down and plugged into ac power and then powered on without further error. The last time the pcu was powered was on (B)(6) 2020. The pcu battery has a date code written on it of (B)(6) 2020. Functional testing consisting of backup speaker testing performed on the source pcu found the device operating in specification. The pcu was in use during treatment.

Event description:
It was reported that there was a pcu (8015) system error code: 133.6080. It was noted that the issue occurred when the device was turned on. Although requested, no additional event or patient information was provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a pcu (8015) system error code: 133.6080. It was noted that the issue occurred when the device was turned on. Although requested, no additional event or patient information was provided.